Event description:
Hello, I am reaching out referencing the natrelle silicone implants by allergan. After reading the articles regarding the recall, I wanted to share my situation. In early 2010, I had natrelle silicone implants placed under my muscle. By late 2011 (at (B)(6) y/o), I was diagnosed with an aggressive breast cancer that was rapidly developing. I have no history of cancer and was tested negative for the braca gene (no genetic history of breast cancer). The treatment for the aggressive cancer was radiation and a full year of chemotherapy. I believe that it may be worth investigation that the cancer cause by natrelle is not isolated to a specific types or triggers, as people's bodies respond differently. I am happy to further discuss details of my situation. Regards, (B)(6). Cancer. FDA safety report ID# (B)(4).